Event description:
The pump was being used to deliver a fiber-containing enteral feeding solution in a pre-filled container at 100 ml/hr. The 8 french feeding tube being used (placed surgically as a jejunostomy on 9/9/) became minimally occluded on 9/25, and pump delivered less than ordered with no occlusion alarm. The pt's blood sugar dropped to 50 mg/dl on 9/25/96 since insulin was being delivered by IV pump. At least three enteral pumps were tried, but the feeding solution could only be delivered at 100 ml/hr even if the pump was set at 200 ml/hr. The feeding tube had been flushed with water every 4 hrs throughout feeding. When flushed every 8 hrs with cola, the pump fed as desired. The pumps were plugged in for at least 23 hours/day. No occlusion alarms were heard on these pumps.